Event description:
The chair continued to drive forward and hit a door after the consumer had stopped. The control electronics reportedly began smoking, sparking and allegedly caught fire inside the unit. No injury was reported. Minor damage to wood flooring was reported due to the wheels abrading on the floor.